Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Dso (downstream occlusion) seal delaminated was confirmed through visual inspection. Replaced dso seal. Performed dso/uso (upstream occlusion) calibration. Validated repair through dso sensor test. Performed pvt (product verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the device had a bubbled dso (downstream occlusion). There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: dso seal delaminated.